Manufacturer narrative:
The account replaced both foot end brake casters, the hex rod and screws to resolve the issue.

Event description:
The account alleged the foot end brake casters would still swivel when the brakes were set. No pt impact.